Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, leak and functionally tested. The outer tubing of the first cylinder had four cuts consistent with explant damage. The second cylinder performed within specifications. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass activation test. Based on the information available and analysis results, the activation issue identified in the pump could have caused or contributed to the reported clinical observation of spontaneous deflation.

Event description:
It was reported that the patient experienced spontaneous deflation with his inflatable penile prosthesis (ipp). The pump would not hold the cylinders inflated. The patient underwent surgery and the pump and cylinders were removed and replaced. There were no further patient complications.

Event description:
It was reported that the patient experienced spontaneous deflation with his inflatable penile prosthesis (ipp). The pump would not hold the cylinders inflated. The patient underwent surgery and the pump and cylinders were removed and replaced. There were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.